Event description:
Reported needlestick injury, occurred during an emergency, nurse removed the needle from catheter and stuck the respiratory therapist beside her. It was noted then that the clip did not deploy. Injury to therapist was a finger stick. The therapist declined medication.